Event description:
The customer complained that when a patient got out of bed to go to the restroom, the patient fell outside of the bathroom. The patient position mode alarm sounded locally, at the bed, however, no signal was received at the nurses' station. There was no injury as a result of the fall.

Manufacturer narrative:
The technician reported that the account installed a pillow speaker, and therefore, unplugged the bed from the nurse call system. When the patient got out of bed, and went to the restroom, the patient position mode alarm sounded at the bed; however, no signal was sent to the nurses' station, because the bed had been disconnected from the system. The purpose of the pillow speaker was as a direct result of the hand pendant being damaged. Reconnecting the bed to the nurse call system resolved the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.